Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown - unknown lcck articular surface - unknown. Unknown - unknown lcck femur stem - unknown. Unknown - palacos cement - unknown. Unknown - unknown tibial plate - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following periprosthetic lucencies at both the tibial and femoral components. This could be related to loosening, metallosis, or infection, not further characterized radiographically. Periprosthetic fracture also noted along the lateral proximal edge of the tibia, adjacent to the tibial plate. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00811. 0001822565-2021-00813. 0001822565-2021-01186.

Event description:
Upon x-ray review, there was a periprosthetic fracture noted along the lateral proximal edge of the tibia, adjacent to the tibial plate.

Manufacturer narrative:
(B)(4). Implant date: unknown day in 2008 concomitant medical devices: unknown - unknown lcck articular surface - unknown , unknown - unknown lcck femur stem - unknown, unknown - palacos cement - unknown. Report source: the reported event was identified during review of a journal article chihab, et al. Trunnion failure in revision total knee arthroplasty https://doi.org/10.1016/j.artd.2021.01.003. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00811, 0001822565-2021-00813.

Event description:
It was reported that a journal article was retrieved from arthroplasty today (2021), that a study from the united states looked at two case studies in which the revision prosthesis failed. The purpose of the study was to report two cases of modular junction failure in posterior stabilized constrained revision total knee arthroplasty. The study reviewed 2 patients revised with an lcck total knee. The study reported that an (B)(6) year-old male patient with a bmi of 25 underwent primary right total knee arthroplasty with unknown product approximately 15 years ago for osteoarthritis. Subsequently one year later, the patient underwent a two-stage revision due to infection with a final implantation of an lcck with palacos cement. Over 10 years later, the patient then developed worsening pain and instability in the right knee. His infection workup was negative. Radiographs revealed gross mechanical failure at the junction of the femoral component and stem, osteolysis, and bone loss at the distal femur. The patient was again revised on an unknown date. Upon revision, metallosis was present. The femoral component was grossly broken at the femoral stem-condyle junction. The femoral and art surface components were removed. All other components remained intact. At the 21-month follow up, the patient had experienced no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.